Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose level was 90-145 mg/dl. Customer changed all supplies and resumed insulin delivery.